Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patinet's blood glucose results were 481,197,134,mg/dl. Tests were done within 10 minutes with a difference of 76%. Patient did not experience any adverse events. No further information has been reported.